Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, and the outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, when the physician attempted to reposition the atrial lead, the helix was turned quite a number of times but the helix did not appear to retract via fluoroscopy. The lead was removed and a different atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.